Event description:
Subsequent to follow-up #1 medwatch report, the following information was received: earlier in the procedure the high torque command 18 guide wire was advanced to recanalize a stenotic and heavily calcified lesion in the anterior popliteal artery. Additionally a non-abbott guide catheter was advanced over the command 18 with no reported issue. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: contact name.

Event description:
Returned goods analysis identified: the entire length of the polymer coating of the high torque command 18 guide wire was separated and located inside the non-abbott balloon catheter inner member, 57cm distal to the strain relief tubing.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported difficult to position and remove were unable to be confirmed due to the polymer separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The noted bunched polymer and core bend appear to be related to circumstances of the procedure. The investigation determined the reported difficulty to position and remove and noted polymer separation appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2920 labeled 1528 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremity. On advancement of a 4.0 mm x 20 cm non-abbott percutaneous transluminal angioplasty (pta) balloon catheter over a high torque command 18 guide wire, resistance was met and the pta balloon catheter became stuck. The balloon catheter and the guide wire were removed as a single unit. The procedure was successfully completed with a new command 18 guide wire. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.